Event description:
It was reported that customer experienced a blank display. Customer reports of receiving a battery out limit alarm after changing batteries due to taking longer than ten minutes to install. Customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with the connector at the lcd board found unlocked during our visual inspection. However, all of the buttons are functioning properly, no keypad anomaly noted. The insulin pump was monitored for 24 hours, no battery out limit alarm or no blank display noted. All operating currents are within specification. The insulin pump passed self test. No damage noted to the isolation tape on the lcd board noted. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.